Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a dilatation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the procedure was successfully completed with this device; however, during withdrawal, the device got stuck in the endoscope and was cut in order to be removed. After the device was removed, the catheter was found to be kinked. No other visible issues were noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; exit marker bunched.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiration date. The balloon portion of the device was returned for evaluation, with only a portion of the catheter remaining attached. Visual analysis of the returned device revealed the black exit marker on the catheter to be bunched. No other defects were noted. The condition of the returned device was consistent with the event that the device was difficult to withdraw from the endoscope and was cut in order to be removed. Based on this information, the most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit performance of the device.